Event description:
It was reported that during device preparation of a steerable guide catheter (sgc), a leak was observed when it was flushed. A loss of fluid column was observed at the hemostasis valve. Flushing was repeated and the valve was checked again. It persisted to leak. The sgc was replaced and the procedure was successful.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
All available information was investigated, and the reported leak was confirmed via returned device analysis. The leak appears to be related to a potential product issue; therefore, an exception was initiated to evaluate whether a product quality issue exists. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the reported leak appears to be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.